Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system needle when it was withdrawn from the patient. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, at the first day after the operation, the patient was given intravenous infusion and rehydration. The bd24 indwelling needle was used for puncture. The puncture was successful, but when the needle was withdrawn, the yellow needle area lost blood, the indwelling needle was removed, and the indwelling needle was replaced for puncture."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0014687. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd pegasus" safety closed IV catheter system needle when it was withdrawn from the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, at the first day after the operation, the patient was given intravenous infusion and rehydration. The bd24 indwelling needle was used for puncture. The puncture was successful, but when the needle was withdrawn, the yellow needle area lost blood, the indwelling needle was removed, and the indwelling needle was replaced for puncture."